Event description:
It was reported that implantable pulse generator (ipg) of the patient had migrated which caused the overstimulation and frequent charging of the ipg. The patient underwent ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.